Event description:
It was reported that the patient presented in hospital for a routine device change out procedure complaining of experiencing presyncope. The ventricular lead exhibited intermittent loss of capture. A lead fracture was suspected. The lead was capped and replaced without adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.